Event description:
A nurse reported that blunt knives have been experienced while making the first incision during surgeries. Alternate knives were obtained in order to continue and complete the procedures. There has been no impact to any patient. Additional information has been requested.

Manufacturer narrative:
A review of the related device history records (DHR) for the customer's identified lot number has been performed and no anomalies were found. The product was released based on the manufacturer's acceptance criteria. A complaint history examination revealed three similar complaints associated with the reported lot number. Because a sample was not returned and the identified lot number information indicates that the product was released based on the manufacturer's acceptance criteria, the root cause for the customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).